Event description:
Patient found by ems to be in full arrest. Patient intubated with size 8.0 ett which had been checked per protocol prior to insertion. In route to facility, it was determined ventilatory efforts were being hampered due to inadequately sealed airway, endotracheal tube replaced. Original tube checked after removal from patient and it was found that the cuff would not inflate. Relevant devices in use at the time includes, bag valve mask-pulmonez brand manufactured by life design systems. Seriesdevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: other. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.